Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, ten days post-implant of this inflatable penile prosthesis (ipp), the wound at the implant site dehisced superficially and was treated with wound care. The patient reported that he had not received education on cycling the device or how to use the pump. The patient stated that his pump bulb is extremely hard and it feels like there is a blockage because the ipp does not fully inflate and that his erection does not point straight out at 90 degrees. A patient services (ps) specialist went over proper inflation/deflation techniques and realistic expectations for post-operation erection results and sent him a post operation guide. The patient called back and stated his erection is not 100 percent when fully inflated and still points down. The ps specialist discussed prosthetic versus natural erection and characteristics of the cx ipp versus the lgx ipp. The patient then stated that, the night prior, the device would not deflate. Additional information was received from the sales representative stating the doctor has offered the patient multiple appointments for continued education but the patient declined. There is no intention to explant the device at this time.